Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0206917626, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2013, left electrode was out of anterior nucleus of thalamus (ant). A computerized tomography (CT) scan without contrast was done with abnormal results for the left electrode. The patient had required in-patient hospitalization from (B)(6) 2013. The lead was explanted and replaced/repositioned on (B)(6) 2013. One lead was misplaced and was explanted and replaced on the procedure date. The issue was resolved. The event was procedure related. Further follow-up is being conducted to obtain information about the lead allegations. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was no device deficiency, but there was an adverse event. The clinical diagnosis was the left electrode was out of ant and there was no improvement in deep brain stimulation (dbs) therapy. There were no symptoms or clinical signs, but there was also no reduction in seizures due to no optimal ant target. The seriousness of the reported issue was reported to not result in a life-threatening situation, permanent impairment of a body structure or a body function, in in-paint or prolonged hospitalization, or medical/surgical intervention to prevent a life threatening illness/injury or permanent impairment to a body structure/function.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the seriousness of the event was updated to: the event did not result in a life-threatening situation, permanent impairment of a body structure or a body function, or medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was stated, however, that the event resulted in an in-patient or prolongation of a hospitalization.

Event description:
Additional information received reported on (B)(6) 2013 the left misplace lead as repositioned. On (B)(6) 2013 the left misplaced lead was explanted and replaced. Further follow up is being conducted to obtain information about the time between the two dates. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). There was no hospitalization involved in the event.